Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's device was not delivering current as programmed. The output current was low generator battery is low. Patient has been referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had undergone a lead revision due to high impedance. The explanted lead has not been received to date. No other relevant information has been received to date.

Event description:
The explanted lead is not available for return per the explanting facility. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen to have high impedance on their generator prior to replacement. The patient underwent a generator replacement. The high impedance did not resolve. The patient has been referred for a lead revision. The suspect product remains implanted in the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
D2. Type of device; corrected information ; initial MDR inadvertently omitted information known prior to submission. Suspect product updated to lead f10. Adverse event problem; corrected information ; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Based on additional data received it was identified that the high impedance had persisted after a generator replacement. The high impedance was resolved after a lead replacement. No other relevant information has been received to date.